Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the anchor was backed out when the tension was applied to the thread during arthroscopic bankart repair surgery on (B)(6) 2018. Then, the surgeon attempted to implant the anchor by using alternative device (same p/n and lot number) at different bone hole position, however, the anchor was backed out again. Finally, the surgery was completed by using another device (same p/n and lot number) by recreating the bone hole at glenoid cavity. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part and lot combination and no nonconformances were identified. Furthermore, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices released to distribution. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was noted a different bone hole was used to completed the procedure. No fragments were left in the patient¿s body. The anchor did not remain on the inserted after removal from the cannula.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).